Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had spasms, increased confusion and was itchy since a 'replacement' on (B)(6) 2014. The patient was experiencing underdosing of baclofen because a priming bolus was not performed at the time of the procedure and the catheter length was unknown. The patient was hospitalized and received 4x25 mg of oral baclofen which resolved the problem. The event resulted in a serious deterioration in the health of the patient and resulted in in-patient or prolonged hospitalization. Actions taken were reported as in-patient hospitalization and an urgent care visit. The patient was hospitalized from (B)(6) 2014 to (B)(6) 2014 and recovered without sequelae. The pump was used to deliver baclofen.

Manufacturer narrative:
(B)(4).